Event description:
It was reported the patient was having confusion issues and they were in the hospital at the time of this report to determine what the cause was. The patient had also lost their temper and they were losing weight. An MRI of the head and brain was to be done to rule out infection and other things. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Refer to manufacturer report #3004209178-2015-07687.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator, product ID 3389s-40, lot # va0fgjj, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0fgjj, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
On 2016-02-25, additional information was received from a patient. It was reported that the patient will no longer be using the device as it did more harm than good; the implantable neurostimulator (ins) was turned off. Please see report number 3004209178-2015-07687.